Event description:
Pt complains of pain in neck with radiation to both hands and numbness and tingling in right hand. Pain has increased compared to pre-operative condition in 12/92 at which time synthes plate was compressing nerve root-hardware removed 12/92. Pt had cervical plate placed anteriorally 1/7/93. Anterior metal plate fractured per x-ray report.